Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that in additional to the discordant results, quality control (qc) results were also affected. A siemens customer service engineer (cse) was dispatched to the customer site. System check was failing on the sampler and heterogenous module (hm). The cse replaced the solenoid valve on the sample probe and reagent probe 2 (r2). The cse replaced sample probe, sample tubing, and r2 tubing. The cse aligned r2, reagent probe 1 (r1), and the sampler. The cse ran a system check, rebuilt r2 pump panel, replaced r1 solenoid valve and pump panel tubing. The cse replaced hm top solenoid. The cse ran precision tests, which passed. The cse ran system checks three times, all passed. The customer ran qc, which were within range. The cause of the discordant glu, ntp and mg results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose (glu) and n-terminal pro-brain natriuretic peptide (ntp) results were obtained on one patient sample and a discordant magnesium (mg) result was obtained on another patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension instrument (serial number (B)(4)), resulting higher for glu and ntp and lower for mg. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glu, ntp and mg results.